Manufacturer narrative:
The device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Manufacturing documents were reviewed and no complaint related issue was found.

Event description:
A device report from synthes (B)(6) provides information from a facility in (B)(6) regarding surgery for a distal radius fracture. It was reported that the surgeon pre-fixed the plate at the distal, most ulnar and shaft side holes, using k-wire. He inserted and locked va locking screws through the guiding block in the distal row hole. He inserted and locked the va locking screw in the distal row, most styloid hole by va mode. He then removed the plate and screws and noted a possible small breakage of the plate, following the removal of the k-wires. Upon re-insertion of the hardware, the va locking screw l16 did not lock in the distal row, most styloid hole of the plate and penetrated the plate. The surgeon inserted a new screw and new plate and completed the procedure. After the surgery, the surgeon found that the l16 still would not lock in the plate that was not implanted however, the l18 screw did lock with the use of a torque limiter. This is report # 3 of 3 for the same event.

Manufacturer narrative:
Device used for treatment and not diagnosis. The plate was sent after the pdm evaluation to the manufacturing plant, here is the result: the plate was measured to be in conformance to the drawings. Except va2 and va5 all holes were measured and found to be according to print specifications. We assume that the damage in va2 va5 occurred due to the insertion of the two complained locking screws. No product fault could be detected.